Event description:
The field engineer reported an "x-ray switch stuck" error in the log. This error will result in a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch connector was tightened on the table base. The system was tested and found to be working as intended and returned to service.